Manufacturer narrative:
The pump was received with button error alarm due to corroded keypad traces. There was no moisture damage found inside the pump.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 500mg/dl. The customer treated with manual injections. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.